Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17570). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that during a follow-up, the device could not be interrogated and the device reached eol prematurely. Patient was asymptomatic. The device was explanted and replaced. Patient is doing well.